Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device and/or adequate clinically relevant documentation to fully evaluate the complaint. Therefore, a thorough medical investigation cannot be rendered, nor can the root cause of the reported pain and dislocation be determined. Per the surgeon, the devices were not defective. The impact to the patient beyond that which has already reported cannot be determined. Should any additional clinically relevant information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after performing a thr on an unspecified date, the patient had to undergo a revision surgery due to pain and dislocation. Surgeon says that the devices were not defective. No further information available at this time.